Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs lancing device ii and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.section h-6 (health effect clinical code) has been updated as the code was omitted from the initial report.

Event description:
A customer initially reported that the freestyle lancing ii device would not penetrate their skin when attempting to fingerprick test and ordered a replacement device. The customer further reported that the due to a delay in delivery of the replacement product, they were unable to monitor glucose. The customer experienced dizziness, seizure, and lost consciousness, requiring unspecified third-party treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported that the freestyle lancing ii device would not penetrate their skin when attempting to fingerprick test and ordered a replacement device. The customer further reported that the due to a delay in delivery of the replacement product, they were unable to monitor glucose. The customer experienced dizziness, seizure, and lost consciousness, requiring unspecified third-party treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.